Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. The rse determined that the main board was faulty and needed to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty main board. Replacement parts were ordered and shipped to the customer site. The customer was taking responsibility to repair the device. Reporting institution phone # (B)(6). Reporter phone # (B)(6).